Event description:
It was reported that the patient asymptomatic patient presented to the clinic. Upon interrogation non-sustained lead noise was observed. It was also noted that the far field discrimination channel was intermittently undersensing ventricular events. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.